Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate multiple times. The customers blood glucose (bg) level was impacted. However, previous bg values was not provided, the customers bg level was (599 mg/dl) at the time of the call with tandem technical support (cts). The customer took manual injection to stabilize bg level. The customer had been in contact with clinical diabetes specialist since (B)(6) 2016. Troubleshooting with cts was performed on (B)(6) 2015, the customer reported to have loaded the cartridge with cold insulin. The customer was instructed to only load the cartridge with room temperature insulin. The customer reloaded the cartridge and the issue was resolved.